Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms and motor error alarms. The customer also reported that the insulin pump's screen was cracked. Customer stated that she had a blood glucose level of 571 mg/dl the day before the call, and 561 mg/dl on the morning of the call. The customer reported that the first motor error alarm occurred during bolus. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.